Manufacturer narrative:
(B)(6). It is indicated that the product will not be returned to zimmer biomet for investigation, as no response has yet been received from the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices - intercalary oss compress 7cm collar catalog #: 178549 lot #: 379090, oss porous coated diaphyseal segment 3cm with screws catalog #: 150464 lot #: 574090, nut catalog #: 178512 lot #: 255630, centering sleeve catalog #: 178540 lot #: 277540, compress/finn transverse pin catalog #: 178533 lot #: 846530, compress/finn transverse pin catalog #: 178531 lot #: 846510, compress/fin transverse pin catalog #: 178532 lot #: 846520, anchor catalog #: cp112576 lot #: 379400, compress porous short 1cm spindle catalog #: cp111167 lot #: 685640, custom intramedullary stem with neck blade catalog #: cp112577 lot #: 379340. This report is number 2 of 5 mdrs filed for the same event (reference 0001825034-2017-03488 / 03490 / 03497 / 02722).

Event description:
It is reported that the patient underwent an orthopedic salvage system revision of custom products approximately eight (8) months post-implantation due to unknown reasons. No additional patient consequences have been reported. Attempts have been made, and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.